Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and was unable to perform the displacement test due to display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call that the customer dropped the insulin pump while trying to bolus and the display broke. Blood glucose value was 11.7 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.